Event description:
Lasik surgery with severe pain afterwards. Doctor told me the pain was from a missed diagnosis of epithelial basement membrane disfunction. Within a couple days, I developed central toxic keratopathy and was legally blind for 3 months in both eyes. It's gradually improved over 10 years but lasik ruined my life for about a year. I was unable to work and my boss was very kind to keep paying me. Now I can see the same as before the surgery and the pain is gone.